Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported her insulin pump has had issues with not turning on for the past three days. Customer's blood glucose was unknown. The device was not dropped or exposed to moisture. The device is being replaced. Customer stated she is not able to read the device and has a hard time because the screen is so small. Nothing further reported.